Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device shaft found no issues with the hypotube, mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and distal stent damage was noted. The crimped stent outer diameter of the undamaged portion of the stent was measured and is within max crimped stent profile measurement. No issues with the balloon. The tip was visually and microscopically examined and damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 27x3.0mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After pre-dilatation was performed with a 2.0x8 balloon catheter, a 3.00x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.